Manufacturer narrative:
(B)(4). Results: stent graft migration, endoleak. Unknown cause of stent graft separation. Conclusion: stent graft migration, endoleak. Unknown cause of stent graft separation.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. The patient also had another manufacturer¿s aortic cuff that was implanted proximal to the aneurx bifurcated stent graft on an unknown date for unknown reason. It was reported that the patient was symptomatic and presented to the hospital. A non-contrast CT scan was performed and showed the aneurx bifurcated stent graft had migrated 1.5 cm and separated from the other manufacturer¿s aortic cuff which remained in place and did not move. This resulted in a type iii endoleak separation and aneurysm enlargement of 1 cm. Currently the aneurysm measures 7 cm in diameter. An endurant aui was implanted between the cuff and the aneurx bifurcated stent graft and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.